Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose level in the "400 range" (mg/dl). Reportedly, the customer had disconnected from the pump to take a shower and had forgotten to reconnect afterwards. The customer administered a manual injection.